Event description:
It was reported that the ilet issued an occlusion alarm while the patient was using a teflon infusion set with a connector, resulting in obstructed insulin flow and persistent hyperglycemia with a reported blood glucose value of 500 mg/dl, until the infusion set, connector, and cartridge were changed. The patient used subcutaneous insulin by pen as back-up and then reconnected once glucose began to trend down. Symptoms included hyperglycemia with elevated ketones suggestive of impending diabetic ketoacidosis, headache, increased thirst, and increased urination. Outcomes included a delay to therapy and the need for medication intervention. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and evidence of a deformation problem consistent with an occlusion that resolved after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial